Event description:
Additional information: the baclofen pump was no longer delivering medication. (B)(4).

Manufacturer narrative:
Final analysis of the pump revealed high battery resistance.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced intrathecal baclofen withdrawal. Per the pump's log, both a reset regarding a low battery and safe state occurred on (B)(6) 2012. A physician could not reprogram the pump. The patient's pump was replaced. It was later reported that patient experienced increased spasticity. It was noted that no electromagnetic interference (emi) was involved/related to the event. The device failed to deliver medication. Lioresal 2000mcg/ml was delivered via the device at a daily dose of 12.8mcg. The patient was "doing well" since the pump replacement, with decreased spasticity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2005, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.